Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump stopped during a procedure. There was no report of patient injury. The sorin group field service representative on site for the in-service turned the pump off and back it to refresh it and was unable to reproduce the reported issue. A water bucket test was performed at 100rpm and the was left running all nigh. The service representative followed-up with the customer the following day and the pump was still working without fault. A technical safety inspection was successfully performed and the device was returned to service. As the issue could not be reproduced by the service representative, a root cause could not be determined and no corrective actions were identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump stopped during a procedure. There was no report of patient injury.